Event description:
Biomedical engineering received an infusion pump without complete info. There is no pt info. There is no pt info available nor is there info related to the actual date of the event. The pump was returned to biomed with a complaint that the pump "free flows". This could not be duplicated. The pump is being returned to the manufacturer.